Manufacturer narrative:
Other text: additional information d10, h3, h6. D5 is unknown. No information has been provided to date. Device evaluation: a sample and three photos were returned for investigation. During functional testing, the sample was fully priming and connected without difficulty. The pump was set running and the alarm was not activated. The reported failure was not confirmed. Per delivery accuracy test results, the failure mode was not confirmed. The root cause cannot be established. No actions taken were performed since the complaint was not confirmed. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, under delivery of medical fluid was observed. It was reported the device was used for patient home care pain management and four days after starting infusion, the customer noticed a "reservoir volume empty" alarm sounded and checked the product, but no medical fluid was administered. No patient injury reported.